Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details, demographics regarding the additional events. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that ethicon products (ethibond suture) involved caused and/or contributed to post-op complications (partial re-rupture (n=1) and 19 years old male: occasional ulnar nerve symptoms during elbow flexion) described in the article? Please specify. Does the author/surgeon believe there was any deficiency with the ethicon products (ethibond suture) used for cases described in this study? If yes, please provide a complete patient demographics for patient with post-op complication (partial re-rupture (n=1))? What was medical/surgical intervention performed for post-op complications (partial re-rupture (n=1) and 19 years old male: occasional ulnar nerve symptoms during elbow flexion)? Please specify. Were all these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: arthroscopy, sports medicine, and rehabilitation (2021); 3 (2):e535-e541. Https://doi.org/10.1016/j.asmr.2020.12.005. Events submitted via 2210968-2021-08472.

Event description:
Title: clinical outcomes of low-cost, anchorless repair of the triceps tendon using a proximal knot technique authors: robert r. Hall iii, b.s., alison k. Sarokhan, m.d., and nicky l. Leung, m.d. Citation: arthroscopy, sports medicine, and rehabilitation (2021); 3 (2):e535-e541. Https://doi.org/10.1016/j.asmr.2020.12.005. The purpose of this retrospective study was to use validated outcome measures to evaluate the clinical results of surgical repair of distal triceps tendon ruptures using transosseous tunnels and high-strength sutures with proximally based knots. A total of 7 male patients with a mean age of 38 years (range, 19-50 years) who underwent triceps tendon repair surgery from january 2011 to january 2019 were included in the study. All cases were surgically repaired using high-strength suture no. 5 ethibond excel suture (ethicon, somerville, nj) with a bone tunnel-based repair technique. The mean follow-up period of 4.1±1.2 years reported complications include partial rerupture (n=1). In conclusion, this case series of triceps tendon repairs using transosseous tunnels and proximally based knots showed favorable postoperative elbow function based on validated outcome measures.